Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
Reporter indicated that the patient will undergo device explant due to an infection at the vns site. It is unknown whether the generator or lead incision site is infected or if patient manipulation or trauma occurred that may have contributed to the infection. Attempts to obtain additional information have been unsuccessful to date. Device explant is likely; however, has not yet occurred.